Event description:
Additional information received from the health care provider (hcp) reported that the patient stated their implant wasn't working and was not doing what it used to do. This had been going on for greater than 1 year as the patient had the loss of therapy in 2014. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Event description:
It was reported that 6 months ago the patient noticed a return of incontinence, a loss of therapeutic effect, and a loss of stimulation sensation. The patient had never adjusted the settings and had not followed up with their health care provider (hcp) in several years. The stimulation had not been adjusted in the last 7 years and the programmer would not power on. The batteries in the programmer were corroded and it was ¿not that bad¿. The patient never replaced the batteries in the programmer. The patient mentioned they were having cardiac issues unrelated to implantable neurostimulator (ins). The patient went to have bypass and the procedure was delayed because the ins had to be shut off. The local hospital that did the bypass was unfamiliar with the ins. Later that day, the patient was not making connection with ins and was getting poor communication screen only. It was further reported that the patient never had therapeutic effect. The patient¿s stimulator was not working, they were not feeling pulses like before, and their incontinence was bad. It was noted that the hcp was calling from a hyperbaric chamber. No outcome or interventions were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3093-33, lot# v047547, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the healthcare provider (hcp) who called back requesting a manufacture representative (rep) to be paged. They want to confirm the implantable neurostimulator (ins) is off before an MRI procedure. The hcp mentioned the patient thinks the ins has depleted for a while. A different hcp was going to replace the implant, but that was never done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 6 months ago the patient noticed a return of incontinence, a loss of therapeutic effect, and a loss of stimulation sensation. The patient had never adjusted the settings and had not followed up with their health care provider (hcp) in several years. The stimulation had not been adjusted in the last 7 years and the programmer would not power on. The batteries in the programmer were corroded and it was ¿not that bad¿. The patient never replaced the batteries in the programmer. The patient mentioned they were having cardiac issues unrelated to implantable neurostimulator (ins). The patient went to have bypass and the procedure was delayed because the ins had to be shut off. The local hospital that did the bypass was unfamiliar with the ins. Later that day, the patient was not making connection with ins and was getting poor communication screen only. It was further reported that the patient never had therapeutic effect. The patient¿s stimulator was not working, they were not feeling pulses like before, and their incontinence was bad. It was noted that the hcp was calling from a hyperbaric chamber. No outcome or interventions were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent. (B)(6)2015 crts 3278653 (hcp, con): additional information received from the health care provider (hcp) reported that the patient stated their implant wasn¿t working and was not doing what it used to do. This had been going on for greater than 1 year as the patient had the loss of therapy in 2014. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. (B)(6)2017 crts 3650008 (con): omitted non-complaint information, see general text. Additional information was received from a friend or family member of the patient. It was reported that the patient did not think that the implantable neurostimulator (ins) was even working starting 2 years ago. The patient noted that they used to be able to feel stimulation, but they could not remember the last time they felt stimulation. It was indicated that the healthcare professional (hcp) was given the contact number to page a local manufacturer representative (rep) to check the ins status. No further complications were reported or were expected.